Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of event was inadvertently submitted as (B)(6) 2019. The correct date is (B)(6) 2019 and has been updated under field b3. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side chest injury. Concomitant products: right side; 535cc mentor memorygel breast implant; catalog number: 3505535bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 590cc mentor memorygel breast implant. The patient was in a car accident on (B)(6) 2019 and impacted the left side implant. Patient reported pain, tenderness, soreness, implant misshaped. The patient called the physician office and saw doctor on (B)(6) 2019. The physician performed physical exam and confirmed rupture. The patient had an MRI performed on (B)(6) 2019 also confirming left side rupture. It was determined at the time of surgery that this patient did not in fact have a ruptured breast implant on either side. The device was explanted on (B)(6) 2019.